Event description:
Report received of misprogramming of a pump. The pump was ordered to be programmed in the continuous + pca mode with a continuous rate of 8ml/hour and a pca dose of 2ml every 60 minutes. The pump was reported to be prgrammed with a pca dose of 8ml every 15 minutes. The nursing staff noticed the misprogramming prior to any pt request for the medication. There was no reported adverse event with the pt. No medical interventions were requred, as the pump was set up wtih the wrong program, but the pt never requested a bolus delivery. The pump will not be returned for testing and investigation.